Event description:
Philips received a complaint on the defibrillator indicating that upon startup, an error occurs indicating the self-test is disabled. There was no patient involvement.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.